Event description:
It was reported that this pacemaker was part of a system revision due to swelling at the implant site. Technical services (ts) advised that this be discussed with the physician. There were no additional adverse patient effects reported. This pacemaker remains in service.